Manufacturer narrative:
There is no indication that the nalu system or any of its components failed or malfunctioned. The patient continued to report receiving stimulation, even after the leads had migrated. It is suspected that the migration was related to physician suturing techniques.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 and the system was successfully activated on (B)(6) 2024. The implantable pulse generator (ipg) was placed at the lateral shoulder area with the 8 contact non-tined leads inserted in the area of the c5 lamina. Leads were anchored at the c5 lamina, then driven in an upward, or cranial direction to target the cervical nerve near the c2 vertebral body. Patient initially reported receiving good pain relief for head and neck pain upon system activation. After using the system for several weeks, the patient reported that the location of stimulation had moved down to the area of the scapula. Patient was seen for troubleshooting and fluoroscopic imaging found that the lead had migrated significantly away from the initial placement. It appears that the suture at the c5 location was still in place, however the lead had slipped through the suture, possibly indicating that the suture was not secure on the lead. Surigcal revision was performed on (B)(6) 2024 to remove the migrated 8 contact non-tined leads and replace with 4 contact tined leads. The original ipg also required replacement to accomodate the different lead types.